Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level, as it did not exceed the critical threshold. The customer reverted to an alternate form of insulin therapy.